Event description:
The ge oec 9600 fluoroscopy system displayed a battery charger failure on initial boot-up. The system was inoperable and was removed from service.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective battery charger pcb. The battery charger pcb was removed and replaced and calibration was performed. The system was tested and found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.